Event description:
The office alleges seven to eight staff members between the ages of 23 - 40 experienced a reaction and a burning sensation on their hands that lasted a few days after using latex examination gloves. One person developed a sore and was administered cortisone cream; however, the other staff members did not seek any medical attention.

Manufacturer narrative:
Additional information: lot # 666070. Sample returned were evaluated and found to be in compliance. Labeling and caution statements are clearly stated on the packaging.